Event description:
Per the (B)(4) clinical trial report, 5 weeks after the transfemoral deployment of a sapien valve, a new murmur was noted on the patient's physical exam. Per the MRI result, the murmur was caused by an aortic perivalvular leak. The pv leak was not considered to be caused by a device malfunction. The largest area of the pv leak was plugged successfully with a 10 mm vascular plug. Clinically, the patient's aortic regurgitation improved substantially. The patient was discharged home in stable condition 2 days after the pvl repair procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per report, the sapien valve was implanted in the correct intended position. At the end of procedure there was trace (1+) perivalvular leak (pv leak) and no central leak. The patient was discharged to home (B)(6) days after the index procedure. Later on, the patient developed a more significant perivalvular leak (pvl). Per the physician's opinion, it is unclear the reason why the perivalvular leak appeared, as the patient's annulus diameter measured 21mm and the sapien valve used measures 23mm, which is appropriate; however, he did not consider it to be related to a dysfunction of the valve. In this case, the cause of the reported pv leak (B)(6) weeks after procedure is unknown. The space between the sapien valve stent and the patient aortic annulus was successfully plugged with a 10mm vascular plug, which subsequently improved substantially the pvl. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, imaging from the index and follow-up procedure was not available for review; therefore the initial placement of the valve and amount of pvl at the end of the index procedure, and the pvl and valve position at the follow-up procedure cannot be assessed/ confirmed by edwards; therefore the root cause cannot be evaluated. No further actions are possible/required at this time.